Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead was initially positioned with satisfactory measurements, however, upon connection of the device, sensing of the r-wave amplitude decreased. The lead was repositioned, and subsequently developed increased undersensing, high impedances, and loss of capture at max outputs. The lead was removed, and another lead was implanted. No patient complications have been reported as a result of this event.